Manufacturer narrative:
The investigation for the access site bleed and limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed and limb ischemia could not be determined. Corrections to the initial MFR report: g1 MDR reporting contact email.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system: section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that the patient on impella cp support developed bleeding and limb ischemia. The groin had continuous oozing. The patient had significant bilateral groin ecchymosis. The groin was re-dressed and one unit of packed red blood cells was administered due to hemoglobin dropping. Additionally, flow status verified by distal runoff via the re-access port revealed present but extremely sluggish flow. After distal runoff performed, physician decided to explant impella. Distal pulse were dopplerable post explant and the procedural outcome was the patient survived surgery.